Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had staph infection and the system was explanted on (B)(6) 2018. The actions taken and the cause was unknown. It was noted the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter, product ID 8784, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2018, product type catheter. The pump was returned, and but destructive analysis was not performed as there was no mention of a malfunction. If information is provided in the future, a supplemental report will be issued.